Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, customer's blood glucose (bg) levels were impacted (400 mg/dl), customer changed infusion set and site. Treated elevated bg levels with correction bolus via the pump. System check was not performed with tandem technical support as customer had already changed out supplies.